Event description:
It was reported to gore that a patient alleges to have experienced bleeding, bowel problems, recurrence, pain, erosion, organ perforation after having been implanted with gore® mycromesh® plus biomaterial. It was also reported that the patient underwent additional procedures approximately 8 yrs later.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: medical records from (B)(6) 2011 report: the patient presents again with erosion of mesh through the rectum. The operative note indicates, ¿this was the prior mesh used to suspend the vagina, in performing a sacral colpopexy.¿ the unidentified mesh was excised. Proctosigmoidoscopy and dilation rectal stricture with anesthesia was performed on (B)(6) 2011 and describes "mesh in rectum at approx 8cm, appears to be goretex- removed in its entirety without difficulty. Rectal stricture at site of mesh protrusion, lumen approx 5mm in diameter - dilated up to 1 cm. Lies at sacral promontory." The manufacturing records for this lot are unavailable for review. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6) 2002 indicate the patient underwent a ¿laparotomy, abdominal-sacral colpopexy, posterior colporrhaphy, site specific herniorrhaphy repair, paravaginal repair bilaterally ¿ modified burch procedure.¿ pre- and post-operative diagnoses include ¿vaginal vault prolapse, cystocele, rectocele, stress urinary incontinence.¿ the records note: ¿the dome of the vagina was then identified and exteriorized of peritoneum, the graft was attached to the dome of the vagina was non-absorbable mersilene suture in two rows [sic]. The graft was then trimmed for size, the pre-rectal space was opened with sharp dissection¿, two mersilene sutures were placed through presacral fascia without active bleeding. These were anchored to the graft and reperitonealization completed without active bleeding.¿ an operative room record dated (B)(6) 2002 indicates a gore® mycromesh® biomaterial was used during the procedure. Medical records from (B)(6) 2003 report: the patient presented with ¿stress incontinence due to urethral hypermobility.¿ the records also state the patient has a history of hysterectomy with bladder suspension in 1992 and bladder suspension in 2001. The medical records from (B)(6) 2003 report: the patient had an anterior and posterior repair with burch procedure in 2001. The patient presented on (B)(6) 2003 for a cystoscopy and bilateral retrograde hydrodistention with marshall test. Operative records dated (B)(6) 2004 state the patient underwent a ¿tension free vaginal tape, urethral sling¿ bladder suspension using a non-gore device. Records after 1/8/2004 and before 3/22/2010 related to the gore device were not provided. Records dated (B)(6) 2010 indicate the patient was seen for ¿blood in stool.¿ there was no mention of a gore device in the (B)(6) 2010 records. Operative records dated (B)(6) 2010 state: the patient ¿several years ago had a bladder suspension using a prolene mesh strip. That appears to have released and eroded through the rectal wall.¿ ¿the vaginal examination demonstrated no signs of the mesh. The rectal examination, this appeared to be approximately 6 cm from the anal verge. This mesh was grasped with a clamp and gently retracted.¿ operative records dated (B)(6) 2011 state: the patient presented again with ¿rectal foreign body, eroded mesh from prior vaginal suspension.¿ the records state the patient ¿had multiple bladder suspensions and a vaginal vault suspension in the past. She presented a few months ago with rectal bleeding and was found to have a small segment of mesh exposed in the rectum. This was trimmed but it has recurred. Examination in the office revealed it to be protruding from what appeared to be the anterior wall. CT scan of the abdomen and pelvis showed no evidence of abscess.¿ the operative notes indicate the patient underwent a proctosigmoidoscopy and dilation rectal stricture with anesthesia were performed. The records state: ¿there were mersilene sutures on both ends, suggesting that this was the prior mesh used to suspend the vagina, in performing a sacrocolpopexy. Proctoscopy exam at this time then revealed a tight stricture at the level of the mesh protrusion and this was approximately 5 mm in diameter.¿ the mesh was excised. Additional operative records dated (B)(6) 2011 indicate the following intra-operative findings: "mesh in rectum at approx 8cm, appears to be goretex- removed in its entirety without difficulty. Rectal stricture at site of mesh protrusion, lumen approx 5mm in diameter - dilated up to 1 cm. Lies at sacral promontory." There is no mention of organ perforation or recurrence involving the gore device in the medical records. It should be noted that the instructions for use for gore® dualmesh® biomaterial provides the following warning among others: ¿when using this device as a permanent implant exposure occurs, treat to avoid contamination or device removal may be necessary." ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2004 indicate the patient was seen for an annual exam. The records state: ¿she is active with exercise programs and reports normal bladder and bowel function. She has had a sling procedure completed in (B)(6) with good results for apparent recurrent urinary incontinence.¿ ¿a well supported vaginal vault, slight vaginal vault prolapse to midvagina, no cystocele or rectocele.¿ records dated (B)(6) 2005 indicate a colonoscopy was performed, and extensive sigmoid diverticulosis was identified. Records dated (B)(6) 2006 indicate a past medical history of ¿bladder systol seal rectol seal 2002¿ and ¿bladder sling 2003.¿ records dated (B)(6) 2006 indicate the patient was seen for an annual exam. The records state the patient ¿¿is reporting no gynecological complaints other than some small amount of pruritus to the vulva¿¿ ¿pelvic exam shows no visible lesions, vulva, or vagina. The uterus is absent. There are no adnexal masses. Rectal exam shows good sphincter tone, no polyps. There is a small area of excoriation from scratching to the right vulva.¿ a physician letter dated (B)(6) 2010 states the patient ¿¿was seen as follow-up from excision of an eroded mesh from her rectum. She is doing well without complaint. I again informed her of the intraoperative finding of some residual mesh in the pelvis which is palpable on digital examination. I believe that it will be better to observe this¿¿ it should be noted that the instructions for use for gore® dualmesh® biomaterial provides the following warning among others: ¿when using this device as a permanent implant exposure occurs, treat to avoid contamination or device removal may be necessary." ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿